Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice amia cassette was leaking during prime. The patient stated there was nothing unusual about the cassette; however, it was noted that it was wet inside the cycler when the cassette was removed. The patient did not see any cuts or disconnections with the cassette or the tubing the technical service representative assisted the patient with restarting therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Three (3) samples were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing with no issues noted. The reported condition was not verified on any of the samples. Should additional relevant information become available, a supplemental report will be submitted.